Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, and h11.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet tmj system right sfossa component small, catalog#: 24-6545ti, lot #: 098720; zimmer biomet tmj system right standard titanium mandibular component, catalog#: 24-6562, lot #: 565160. G2: foreign - united kingdom. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right-side tmj replacement surgery on an unknown date. Subsequently, the product was explanted as the fossa component was placed too close to the ear canal causing pain and difficulty opening the mouth. New implants were placed, and no further complications have been reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d4; d6a; g3; g6; h1; h2; h4; h6; h10; h11

Event description:
No further event information available at the time of this report.